Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing while the patient was running on a treadmill resulting in delivery of inappropriate shock therapy. Tachycardia therapy was exhausted as a result. Review of the stored episode noted a morphology change that was oversensed. Programming changes were made to the therapy zone and sensing vector. No adverse patient effects were reported. This product remains implanted and in service.